Event description:
It was reported that the patient experienced a fever approximately two months after being implanted with the deep brain stimulation (dbs) leads. The physician assessed the reported fever was due to the presence of infection on the patient's head. Cultures taken confirmed infection; however, the results were not provided. The patient was prescribed antibiotics and underwent an explant procedure to remove the left lead. The patient did well postoperatively.